Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was due to the customer having high blood glucose and then going into cardiac arrest. The caller was unsure if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller agreed to return the insulin pump for analysis. Ozp-mmt-7020-snsr, frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay.